Manufacturer narrative:
H6: investigation summary: photos and ten syringes received for investigation, upon visual inspection, no defect can be observed in the tip of the syringe, it is correctly molded with no burrs or defects. Male luer cone fitting verification was performed to the 10 samples, all samples meet the specification. Additionally, a non-bd needle received with samples, it was evaluated and testing performed. The hub of the used needle is short not meeting specification. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based upon the visual inspection of the syringe samples received and the quality team's investigation, we were unable to determine the root cause for the alleged defect at this time. Non-bd needle provided by customer suggest the root cause of the defect is related with the dimensions of the hub of the needle. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device.

Event description:
It was reported that 10 syringes 1ml ls sp120 separated from their tsk needle during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a syringe needle connectivity issue. The customer uses this product for covid-19 vaccination. According to the customer's report, the connectivity between bd's syringe (302100) and tsk's steriject lds needle is not good."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 syringes 1ml ls sp120 separated from their tsk needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a syringe needle connectivity issue. The customer uses this product for covid-19 vaccination. According to the customer's report, the connectivity between bd's syringe (302100) and tsk's steriject lds needle is not good."